Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007, inratio 1.4, lab .03. Date 2007, inratio 1.4, lab 4.1; inratio 1.3, lab 4.1. Date 2007, inratio 2.0, lab 3.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.4, lab 3.0, mean 2.2, confidence limits 1.4 - 3.1. Date 2007 1.4, lab 4.1, mean 2.75, confidence limits 1.7 - 3.8; inratio 1.3, lab 4.1, mean 2.7, confidence limits 1.7 - 3.8. Date 2007, inratio 2.0, lab 3.3, mean 2.65, confidence limits 1.7 - 3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and fourth sets of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. For the second and third sets of data, the inratio values were outside the confidence limits. Per text "pt was still on lovenox". Caller didn't follow package insert. No further testing required. Products will be tested when returned.